Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle blood leaked from the non-patient end of the device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
D4: medical device lot#: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. E1: initial reporter facility name: (B)(6) hospital. Investigation summary: "material #: 368608; lot/batch #: unknown. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."